Manufacturer narrative:
Analysis conclusion: based upon the inquiry info received and the visual examination, it wa concluded that the reported instrument "jammed" during surgery may have been due to the cartridge tube crimp which had yielded. The instrument was received with 5 staples jammed in the cartridge nose, with a broken cartridge nose weld and with a yielded cartridge tube crimp. No functional testing could be performed due the broken cartridge nose weld and the yielded cartridge tube crimp. The instrument was disassembled and the cartridge tube crimp was observed to be mispositioned, which was due to an assembly error. The yielding of the cartridge tube crimp would not allow for proper staple release, which then caused the staple jam in the nose and the subsequent breakage of the cartridge nose weld. The assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The instrument was used during a lap burch. It was reported when the mesh being stapled, the ems fired 6 times and then jammed. Another ems pulled to complete the procedure. There was no consequence to the pt.